Event description:
Patient had biotronik pacemaker placed on (B)(6) 2012. Returned to hospital (B)(6) 2012 with same symptoms. Pacemaker explanted due to questionable dual chamber pulse generator malfunction. Reason for use: sinus arrest asystole and syncopal episodes.